Manufacturer narrative:
The t:slim pump user guide states: change your infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 434 (mg/dl). Customer changed pump supplies and administered a bolus to treat bg levels. Reportedly, infusion set had been used for more than 3 days. System check with tandem technical support indicated pump was performing as intended. Customer indicated that bg levels had decreased to 270 (mg/dl) and stated that they would continue to monitor bg levels.